Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that according to the customer: asystole was not alerted. Patient subsequently passed away. I was notified of the incident on (B)(6) 2021 at 1:00 pm. Attempted telephone contact was made on (B)(6) 2021 at 13:46. Unfortunately, no one could be reached by phone. The gamma was checked on site. No malfunction could be detected. However, nurse andrea was no longer on work. The infinity gamma was locked down. On (B)(6) 2021, nurse andrea was spoken with on site. She reported that the patient died on (B)(6) 2021 during the 12:45-13:15 handoff time. The monitor did not alert. Only the son was in the exam room at the time. Upon review of the monitor, it was noticed that the alarm sound volume was set at 10%. Since there is no central monitoring in the zna, after consultation with nurse andrea, all three monitors were now set to an alarm sound volume of 100%. The alarm functionality was checked several times in the presence of nurse andrea. The user was advised that after leaving the room, it should always be checked whether the "all alarms off" function is still active. If the function should be active, it must be deactivated so that the alarms are armed. The monitor continued to be used on next patients after the incident. On subsequent patients, the monitor always alerted, according to nurse andrea.

Manufacturer narrative:
The device was evaluated by a draeger technician onsite with no malfunctions were identified. During the device evaluation, the technician noted that the alarm sound volume setting was set to 10%. Since there is no central monitoring station being used with the bedside monitors, after consultation with nurse, all three monitors used in the area were set to an alarm sound volume of 100%. The alarm functionality was successfully checked several times in the presence of the nurse. Additionally, the nurse was advised that after leaving the room, it should always be checked whether the "all alarms off" function is still active. The monitor continued to be used on next patients after the incident. According to the nurse, on subsequent patients, the monitor always alerted as expected. The device error log was reviewed and no entries for the date of the event were noted. The device alarm history and event logs were requested but as the device remained in use after the event, the logs were overwritten. Without this information we cannot confirm what alarms were provided, what the device volume settings were or if the all alarms off function was active during the event. H3 other text: the device was evaluated by a draeger technician on site with no malfunctions identified.

Event description:
It was reported that according to the customer: asystole was not alerted. Patient subsequently passed away.